Event description:
It was reported that when using the bd pyxis¿ medstation¿ es issue was originally stated as a drawer not staying closed; later, it was confirmed that the drawer did close properly. The customer attempted three reboots but was still unable to recover the issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 4.1 smart half height was jammed and was not opening. A field service engineer (fse) found bumper was jammed in drawer causing failure. So, the fse replaced the bumpers, then tested in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.